Event description:
It was additionally reported that the cause of the issue was the power module patient cable. It was noted that no system monitor was used, the heartmate touch system was used the whole time. There was no adverse patient impact and the patient was recovering.

Manufacturer narrative:
D1, d4: product information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the priming was initially complicated by water contamination of the modular cable, which was immediately exchanged for a new one. At that time the pump was not on the table, so there should have been no contamination by water. Also priming was noted to be uneventful. When the pump was connected to the apical cuff at patient, tunneled out (standard approach), and the clinic connected the modular cable to the pump cable and tried to start the pump, only an increase in pump power was noticed. At the end the "command" was not accepted. This was attempted several times. After reconnection of the modular cable to the pump cable and modular cable to the system controller, the pump was able to be successfully started, and the pump was working as intended. However, the initial pump power consumption was also elevated above standard values (6 to 8 watts), and after some time the power normalized. Log files were submitted for review. The log files indicated the pump connected at 12:55:54 on (B)(6) 2026. The motor speed was maintained at 3000 revolutions per minute (rpm) until a (f69) intentional pump stop command was received at 13:00:57 on (B)(6) 2026. These events may have been associated with pump priming. The data indicated that the pump was again connected at 14:02:13 on (B)(6) 2025. Over the rest of the log file history, there were 11 pump stop commands received from the system monitor. There were also 5 brief moments of loss of ac power to the power module during this history. The power module would have stopped sending power to the system monitor. When ac power was restored the system monitor would have rebooted.